Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp failed to fire the skin stapler(not firing) during use on patient for suturing. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the trigger was partially engaged, and the first two staples were misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. The cover block is from cavity 4. A DHR review was performed with no evidence to suggest a manufacturing related cause. An investigation within teleflex was previously initiated to evaluate this issue. The investigation identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the hcp failed to fire the skin stapler (not firing) during use on patient for suturing. The patient's current condition is unknown.